Manufacturer narrative:
Results: the returned 3maxc was fractured at approximately 150.0 cm from the hub. The device was ovalized from approximately 148.0 cm to 150.0 cm from the hub. The fractured distal portion was not returned with the device. Conclusions: evaluation of the two returned 3maxcs confirmed a fracture and revealed an ovalization next to the fracture site. These damages are typically a result of forcefully retracting the device against resistance. The ace68 identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2019-01806.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheters (3maxcs). During the procedure, the physician successfully advanced a 3maxc through a penumbra system ace 68 reperfusion catheter (ace68) to the target location. When the 3maxc was being retracted from the ace68, the physician experienced resistance. Upon removal of the 3maxc from the tuohy, the 3maxc fractured into two pieces. The physician then used hemostat forceps to remove the remaining piece of 3maxc from the ace68. Therefore, the 3maxc was completely removed from the procedure. The physician continued the procedure using another 3maxc, however, the same issue occurred. This 3maxc was also removed and was no longer used in the procedure. The procedure was completed using a third 3maxc and the same ace68. There was no report of an adverse effect to the patient.